Manufacturer narrative:
Event date approximate. Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had an elective replacement indicator (eri) displayed on their device. The patient acknowledged there was a dissatisfaction with the longevity of the device. The caller was able to bypass the screen after a walk-through. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information received reported the issues had to do with the patient¿s other device, reference manufacturer 3004209178-2017-21649. Additional information that is received will be submitted under that manufacturer report number if information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received. MDR decision corrected to not reportable. No additional supplemental reports required unless additional information received indicates reportable event.